Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device will not be returned, so we are unable to perform analysis. A review of the device history record shows the device met all manufacturing specifications for product released to distribution. Product labeling contains specific instructions for the user, including illustrations for proper use of the device per labeled indications. The user may utilize the flexibility of the head link prior to application to the epicardial surface; however, the IFU cautions that "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no patient adverse effect. Device failure occurred and was related to the event.

Event description:
Information received indicates that during use on a fourth anastomosis, one section of the suction pods broke from the octopus. The broken piece was retrieved. The device ws not changed out. The anastomosis was performed using the remaining suction pods, with no reported consequences to the patient.